Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fevers and chills. Pocket hematoma and wound dehiscence was confirmed. It was noted that there was purulent drainage from the pocket and cultures showed (B)(6) present. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.